Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received no delivery alarm. The customer's blood glucose was 485 mg/dl at the time of incident. The customer's blood glucose was 315 mg/dl at the time of call. The customer's spouse stated that they experienced nausea and vomiting. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.